Manufacturer narrative:
The customer reported the end-user was familiar with tobramycin possibly being harmful to vents and took the vent out of service to prevent possible patient harm. The customer reported the breathing treatment (with tobramycin) was completed, but the end-user took it out of service as a precaution once issue started. The customer reported the carefusion field service representative found was a pinched oxygen flow sensor hose that was causing the alarm. Once corrected, the vent functioned normally. The customer reported the issue seemed to be more human error than mechanical malfunction. The carefusion field service representative reported the issue was unable to be duplicated and reported the unit is meeting manufacturer specifications. Based on field service representative evaluation/repair, no parts will be returned for evaluation.

Manufacturer narrative:
(B)(4). Patient demographics such as age, date of birth, gender, and weight were not provided by the customer. Any additional information received from the customer will be included in a follow-up report. (B)(4). Carefusion (cfn) technical support dispatched cfn field service representative (fsr), and the fsr could not duplicate the issue. The cfn fsr performed a uvt (user verification test) and reported the suspect device is running to manufacturers specifications.

Event description:
The customer reported xdcr (transducer) alarms while using the vela ventilator. The customer reported the issue occurred after nebulization of tobramycin while in patient use. The customer reported the patient was placed on an alternate vent and no patient harm associated with this event.